Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Customer¿s current blood glucose level was 104 mg/dl. The customer was treated with manual injections. The customer declined troubleshoot for high blood glucose. Customer reported that the drive support cap was flush. Customer also reported that the reservoir had air bubbles and customer were able to removed air bubbles successfully. The insulin pump and reservoir will not be returned for analysis.